Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) could not be interrogated, and the telemetry was not showing up. Technical services (ts) discussed that this device was on the premature battery depletion advisory and to apply a magnet to confirm beep tones or not. The field representative did not have a magnet at that time. Ultimately, this s-ICD was explanted and replaced with a different device. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) could not be interrogated, and the telemetry was not showing up. Technical services (ts) discussed that this device was on the premature battery depletion advisory and to apply a magnet to confirm beep tones or not. The field representative did not have a magnet at that time. Ultimately, this s-ICD was explanted and replaced with a different device. No additional adverse patient effects were reported.